Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported "while filling up the te with solution, it was leaking from a hole on the other side."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings curved on anterior, one opening curved in the patch and clear fluids inside the device. Leak test and microscopic analysis was performed which identified: two openings punctured curved on anterior and one striated opening in the patch. Based on the device analysis the final assessment is: punctured openings on anterior due to surgical damage like. One striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported "while filling up the te with solution, it was leaking from a hole on the other side."